Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cardiac complication", deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported injecting a patient with skinvive¿ by juvéderm in the glabellar, forehead, crow¿s feet and botox® in the platysma bands. Patient experienced dizziness, heart palpitations, and tachycardia 1 day after injection. Treatment was not provided and symptom resolved 5 days after onset.